Event description:
The customer observed discrepant electrolyte results for one patient sample generated on the architect c8000 analyzer. The customer provided the following results: sodium: initial: 120.90 retest: 139.87 retest: 140 meq/l; potassium: 3.96, 4.59, 4.6 meq/l; chloride: 107, 90.59, 91 meq/l. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Additional information from the customer identified the likely cause of the erratic results to be the incorrect installation of the integrated chip technology (ict) module. It was discovered that the customer had installed the ict module upside down. The analyzer system logs were not helpful in identifying a specific cause for the erratic results. (B)(4). The complaint history since replacing the ict module includes no recurrence of ict module result issues. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010 and pn 201837-109, october, 2011 ) and the ict (na, k , cl) sample diluent package insert (2p32-11 and 2p32-50, 304465/ r1, october 2009) contain information to address the customer's current issue. Based on the available information and the current evaluation, a product deficiency was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Incorrect or inadequate result (B)(4). (B)(6).